Event description:
Spontaneous report. Patients husband reports needle set not flowing halfway through infusion. Replaced and flowed okay. No other information known. No interruption to therapy or missed dose, no adverse event reported. Unknown if patient has defective set. Reported to (B)(6) by: patient/caregiver.